Manufacturer narrative:
(B)(4). : this lot was manufactured from (B)(6) 2015. The device was received for evaluation. A visual inspection identified that ther was fluid inside the housing. The leak was the result of a missing film cap. The cause of the missing film cap could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume infusor leaked saline inside of the housing. The leak was identified while the device was being filled. There was no patient involvement. No additional information is available.